Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: attached the one-way valve and vacuum the balloon twice inside of the tray and removed the iab carefully with grasping it closely from the tray, not bending the catheter. The iab began to unwrap immediately after being removed from the tray. As a result, another iab was used. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.